Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported.  During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blending module board and interface board were replaced to address the issue.